Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, the patient underwent endovascular treatment for stenosis at the anastomosis of a y graft replacement for the abdominal aorta using a non-gore graft at the left common iliac artery (suspected pseudoaneurysm). Gore® excluder® conformable aaa endoprosthesis and gore® excluder® aaa endoprosthesis devices were used for this evar procedure. A 16fr gore® dryseal flex introducer sheath was inserted from the left side and a 12fr gore® dryseal flex introducer sheath from the right side, then all devices were implanted. It was reported that the 12fr gore® dryseal flex introducer sheath was inserted from the right side after clamping the right femoral artery to prevent thrombotic occlusion of the peripheral artery after stent grafts were implanted, doppler examination revealed poor blood flow in the right peripheral artery. Angiography showed stenosis/occlusion near the popliteal artery. Thrombectomy using a fogarty catheter was performed. It was reported that thrombi were observed from the infrarenal aorta to the peripheral arteries. The physician stated that the right femoral artery was clamped to prevent thrombotic occlusion of the peripheral artery, but the blood flow in the right peripheral artery became compromised.